Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a communication issue and the implantable neurostimulator (ins) was dead. It was noted that it "just stopped working" and the patient could not recharge it. Additional information received reported the patient¿s stimulation was not working and was malfunctioning. The event date was unknown and the nurse was reportedly going to call the patient to get more information.